Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50 mg/dl. Low bg cause was not known. Customer addressed the decreased bg by consuming carbohydrates. Reportedly, the customer fell due to the decreased bg and "broke their shoulder". Customer went to the emergency room due to the fall and had surgery on their shoulder to repair the break but did not receive any related treatment for their bg. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. There were no continuous glucose monitor (cgm) values below 54 mg/dl and there were no blood glucose (bg) values entered into the pump that were below 54 mg/dl. The complaint could not be confirmed.